Manufacturer narrative:
Mfrs complaint/device analysis: visual analysis of the returned same lot packaged 20120-01 spiros connector records no abnormalities and or out of spec conditions. Dimensional evals were performed. The returned 20120-01 spiros female luer and (B)(4) male luer of the mating component met the iso standard luer taper gauge (B)(4). Performance tests were performed on the returned 20120-01 and mating device components. The engineering report documented no attachment difficulties, leakage issues. There were no out of specification conditions or non conformances replicated. Conclusion: there were no performance issues or out of specification conditions on the devices that were returned. Cause of the reported event is unk.

Event description:
Ufmw rec'd reporting leakage problems with 20120-01, spiros connector and (B)(4) hospira primary IV tubing set. The report states "pt receiving torisel. At end of the infusion, leaking was noted coming from the spinning spiros connector which was attached to the tubing in pharmacy. Cleaned as per policy." There were no reported adverse pt/operator consequences. The involved 20120-01 spiros connector and hospira primary IV mating set were not returned to the MFR for investigation and confirmation. The MFR did receive one packaged 20120-01 spiros connector lot # 88-658-yj and one packaged (B)(4) hospira primary IV tubing set.